Manufacturer narrative:
D10: 01-030-01-0654 - alt cup clstr g6 sz 54, serial# (B)(6), 01-030-40-0636 - alt xle lnr ntrl g6 36, serial# (B)(6), 170-36-00 - biolox delta femoral head 36mm od, +0mm, serial# (B)(6), 190-31-06 - alt ha s clr ext sz 6, serial# (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total hip replacement on the left side. Subsequently, the patient experienced pain. As a result, approximately seven months post-surgery, the patient underwent a revision. Patient was last known to be in stable condition following the event. No further impact to the patient was reported. No additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6 - type of investigation, investigation findings and investigation conclusions. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. The reason for the clinical symptom of pain reported cannot be conclusively determined but may be related to infection, component loosening, instability, osteolysis, impingement, bone fracture, other patient-related conditions, or a combination of these. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.